Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery. Customer stated that reservoir area was stripping out. Customer stated that they buttons were less responsive. Customer stated that there was grinding audio on rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.